Manufacturer narrative:
This report was inadvertently submitted as zoll do not report g3 elite devices. G3 elite devices are not distributed in the united states. The device was not returned to zoll medical corporation for evaluation. Instead, the device's log file was provided for review. Review of the log file shows error d3 occurring on (B)(6) 2025. Error d3 indicates voltage dropped more than expected after charger off. Review of the log showed this error was prompting for 5 months before it was reported. Therefore, the investigation is closed as unaddressed /advisory message. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device prompted a "self test failure for vdrop after charge" message. Complainant indicated that there was no patient involvement in the reported malfunction.